Manufacturer narrative:
Per tandem¿s user guide: ¿always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the cartridge tubing and the infusion set was not secure. Customer¿s blood glucose level was 101 mg/dl. The infusion set was changed to address the event and insulin delivery was resumed.